Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/11/2025, the beta bionics ilet user reported receiving an alert 60 (bluetooth communication) that persisted despite multiple restarts. Blood glucose was reported at 335 mg/dl and remained out of range for more than 90 minutes. The patient administered insulin manually via pen injections, and the ilet alerted for high blood glucose. A replacement device was sent overnight. No medical intervention or outside assistance was required, and the patient reported feeling fine during the event.